Event description:
It was reported that the patient implantable pulse generator was being replaced and this right ventricular (rv) lead became stuck in the header due to over torque. This rv lead had to be cut for it to be removed. Subsequently, a new rv lead was implanted and the replacement procedure was successfully completed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).